Manufacturer narrative:
(B)(6). The device was returned for evaluation. Device analysis revealed that the imaging window of the device was detached. The distal housing of the transducer appears to be in good condition. Impedance testing shows a good unit wave form. Image characterization testing could not be performed due to the condition in which the device returned.

Event description:
Reportable based on device analysis completed on 27feb2020. It was reported that lost image occurred. When crossing the lesion area during a percutaneous coronary intervention procedure, the screen of the opticross imaging catheter became black and nothing was displayed. The procedure was competed with another of the same device. No patient complications were reported. However, device analysis revealed a detachment of the imaging window.